Event description:
The lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter has a cracked casing after the meter was dropped. On approx, five days before event date, the pt fell on the stairs while at work, and dropped the reported meter. The meter's casing cracked and the entire face of the meter came off; the meter was unusable. At that time, the pt was experiencing symptoms of a burning sensation in her stomach, which has been on going for quite a while, and is still undiagnosed. The pt was able to borrow a meter to test her blood levels during this time. She also continued to take her prescribed oral diabetes medication. On 05/24/06 the pt was experiencing the stomach burning sensation and chest pains, and took herself to the emergency room. While in the emergency room, the pt's blood glucose level was tested to be 470 mg/dl, and she was treated intravenously with insulin. The pt was admitted to the hosp for 2 days. The pt takes oral diabetes medications; however she is unable to read, and could not provide the names or doses. The meter, test strips and control solution were replaced. The pt was unable to use the reported meter due to the cracked casing after having been dropped; she became hyperglycemic and sought medical attentio. It is not clear if her symptoms were related to being hyperglycemic. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them.